Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. It was noted that she had tried every program and increased the stimulation all the way up to 8.5 volts but did not feel the sensation. Follow up information received then reported that the lead had migrated. The patient had declined any further interventions so far. No patient injuries were reported.